Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01541.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2012. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.